Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found dead in his home with alarms fully audible. The patient was last seen alive two days prior by his home health nurse and that visit was unremarkable. The patient was scheduled for a cardiac rehab session the following day but missed the appointment. The cardiac rehab nurse called the pt, but he did not answer, and the nurse left a message. The home health nurse was also unsuccessful in getting in touch with the patient, and went to the patient's home the following day. The nurse heard the audible alarm through the front door, called 911 for assistance and found the patient had expired when they entered the home.

Manufacturer narrative:
The hospital received the patient's pump from the coroner's office and is examining it. The manufacturer is attempting to acquire the pump for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.